Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The fe arrived on site and investigated the instrument for the reported issue. The fe observed that the black sleeve in position nine was stuck in the up position. The fe freed the black sleeve and cleaned all tip and plunger clamps. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem. The instrument is now performing as expected.